Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue. Block h11: blocks b5 has been corrected.

Event description:
It was reported to boston scientific corporation on june 29, 2023, that an epic biliary stent was to be implanted to treat gastric outlet obstruction during an esophagogastroduodenoscopy (egd) with fluoroscopy procedure performed on (B)(6) 2023. During the procedure, the stent was attempted to be deployed; however, the stent fully deployed inside the scope. No additional stent was implanted. There were no patient complications as a result of this event. Note: it was reported that the stent was intended to be placed to treat a gastric outlet obstruction (goo). However, per the epic biliary endoscopic stent system instructions for use, the stent is intended to treat patients with biliary strictures created by malignant neoplasms and is to be delivered endoscopically. The device is not indicated to be placed to treat a gastric outlet obstruction (goo).

Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue.

Event description:
It was reported to boston scientific corporation on (B)(6) 2023, that an epic biliary stent was to be implanted in the pancreas to treat gastric outlet obstruction during an esophagogastroduodenoscopy (egd) with fluoroscopy procedure performed on (B)(6), 2023. During the procedure, the stent was attempted to be deployed; however, the stent fully deployed inside the scope. No additional stent was implanted. There were no patient complications as a result of this event. Note: it was reported that the stent was intended to be placed to treat a gastric outlet obstruction (goo). However, per the epic biliary endoscopic stent system instructions for use, the stent is intended to treat patients with biliary strictures created by malignant neoplasms and is to be delivered endoscopically. The device is not indicated to be placed to treat a gastric outlet obstruction (goo).